Event description:
Hcp called due to lead warning on atrial lead. A review of the report revealed 11,952 low impedance warning. Min impedance measured less than 100- 138 ohms. Discussed bringing the patient in for in person check. Per hcp, there has been a history low impedance. Hcp also discussed presenting rhythm. Patient appears to have under sensing on the atrial lead. Programmed sensitivity is set to 0.18mv. No alleged patient symptoms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).